Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter was broken. During a procedure, an opticross¿ imaging catheter was selected to visualize the unspecified lesion. However, when the catheter was taken out from the box, it was found out that it was already broken. Device was never inserted into the patient's body. The procedure was completed with another of same device. No patient involvement.